Event description:
It was reported to boston scientific corporation on january 23, 2006 that an extractor xl retrieval balloon was used in preparation for a procedure performed in 2006 (patient gender, age and weight unknown). According to the complainant, "the balloon ruptured when the air was injected to the balloon [at] about 2cc." There was no patient involvement. The patient's condition was reported as "good."

Manufacturer narrative:
A functional check of the returned extractor xl retrieval balloon confirmed that the balloon would not inflate. No other functional defects were detected. The unit was within manufacturing tolerances, including thickness of the balloon latex and proximal and distal balloon bonds. No cosmetic defects were detected. The cause of the reported complaint is undetermined.